Manufacturer narrative:
Zoll medical coporation evaluated the device; the malfunction was duplicated and attributed to water ingress. During evaluation of the device water was found internally and throughout the front and rear housing. The device cannot be powered on for logs to be reviewed. The device cannot be repaired and is scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.